Event description:
The plaintiff alleges that while a student and thereafter in the practice of nursing plaintiff was caused to come into contact with and be exposed to latex containing products, including latex gloves. Plaintiff alleges that this exposure has caused them to suffer severe and immediate reactions resulting in injuries. Plaintiff further alleges that plaintiff has sustained serious, severe and permanent bodily injuries, pain and suffering and will be caused to endure add'l pain and suffering for an indefinite time in the future. Furthermore plaintiff alleges that plaintiff has sustained numerous injuries, including, but not limited to the following: asthma, rhinitis, hives, respiratory problems, contact dermatitis, extreme discomfort, depression, and emotional distress, all of which are or may be of a permanent and continuing nature and life-threatening nature. Plaintiff also alleges that plaintiff first became aware that their symptoms may have been related to latex exposure in 1999. Plaintiff alleges that plaintiff has suffered and will continue to suffer considerable mental anguish, limitation and restriction of their usual activities, pursuits and pleasures. Furthermore, plaintiff alleges that plaintiff has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity. Finally plaintiff alleges that plaintiff has been forced to expend sums of money for medical care and treatment and will continue to be caused to expend such sums indefinitely into the future.